Event description:
Procedure: coronary angiogram 2008 via radial access on a female patient with diabetes. The introducer sheath was wiped with heparinised saline to activate coating, then advanced into place. When removed, a terumo compression band was placed on the entry site for 3 hours. There was no problems during the procedure or immediately following it. (The customer listed on their report: where and why? Followed by response: angina and severe ischaemia with nucleas scan). One week following procedure, the patient was seen as out-patient as a granuloma had developed. There were no symptoms except minor itching, no treatment given. When patient came for follow-up on the following month, the lesion was already less evident and a second radial angioplasty on a different coronary artery was performed using another sheath. The puncture was 1/2cm above the previous puncture to avoid the granuloma. The same terumo band was used for compression. After 1 week, physician found the patient with no local adverse reaction and that the first granuloma was better.

Manufacturer narrative:
Evaluation: neither the complaint device nor the lot number has been provided to assist in our investigation. We are aware of the potential for occurrence and can advise that a instructions for use (IFU) is attached to the product which states the following: "possible allergic reactions or access site infection should always be considered. A sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powdered non-latex based gloves have been reported with the use of this product."